Event description:
This procedure was performed in (B)(6). Customer states that tumescent was administered to the patient, the closurefast catheter was connected to the generator, closurefast catheter was inserted into the patient and the power turned on. The handle button was pressed; there was no output and advisory message occurred. Another catheter was used, same incident occurred. An hour later the sales representative arrived and the button was pressed and pressure was given to surgical field, it started to work. No patient harm. Patient age, gender: not provided. Please reference mdrs: 2183870-2015-00055 and 2183870-2015-00056.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The closurefast catheter was received for evaluation loosely packed inside a "zip-lock" styled pouch with another closurefast catheter. Visual inspection: the closurefast catheter shaft, coil, and connector were visually inspected. No damage that would appear to have contributed to the reported event was observed on the catheter shaft, connector, or coil segment testing/findings: the device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle. The device passed continuity and resistance functional testing: e+ to e- 86.4 ohms (87.5 ohms), tc+/tc- 113.6(less than equal to 250 ohms), resistor 1 value 13.69kohms (13.43-13.97kohms), and resistor 2 value 8.06kohms (7.90-8.22kohms).

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.